Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer received information and assistance from technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code reappears.